Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the evis exera iii video system center, there was a no image issue when the device was plugged in. The issue was found during preparation for use and the procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause of no image could not be determined as the issue was not reproduced. Olympus will continue to monitor field performance for this device.